Event description:
Pocket wound noted. After consulting with plastic surgery, a pocket repair was performed on (B)(6) 2025. The issue seemed to extend into the deeper layers, so the device was removed, and repair treatment was carried out. To prevent infection, the device was replaced with a new one.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.